Event description:
Same case as MDR # 2134265-2013-04827, 2134265-2013-04828. It was reported that during an intravascular ultrasound, the ilab system failed to autopullback. The 50% stenosed mildly calcified and mildly tortuous target lesion is located at the left anterior descending artery. During the procedure, the physician connected the motor drive unit to the sled well. However, the system did not perform automatic pullback. The physician decided to finish the case with a manual pullback. No patient complications reported.

Event description:
Same case as MDR # 2134265-2013-04827, 2134265-2013-04828. It was reported that during an intravascular ultrasound, the ilab system failed to autopullback. The 50% stenosed mildly calcified and mildly tortuosed target lesion is located at the left anterior descending artery. During the procedure, the physician connected the motor drive unit to the sled well. However, the system did not perform automatic pullback. The physician decided to finish the case with a manual pullback. No patient complications reported.

Manufacturer narrative:
Patient age: 18 years old over. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was not returned for evaluation. Functional check, initial condition, and root cause analysis could not be performed. The reported issue of the mdu5 not pulling back was an intermittent problem. No root causes of failure were determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).